Event description:
It was reported that the during a lap cholecystectomy procedure after opening and inserting the device into trocar and placing 1st clip on cystic duct, device did nto depoly clips. The jaws remained closed. Surgeon had to manually open trigger handle to open jaw. Once removed and fired, it fired one clip properly. When went to place another clip on cyctic duct, an audible crunch was heard. The clip was placed, however, when removed instrument from trocar, the jaws of the instrument was at a deflected angel. Instrument did not work after that. Device was used under normal application. Opened second instrument and it worked fine to complete the procedure. Perfomed a cholangiography with second instrument. No pt consequence. One device returning.